Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in alerts in the remote home monitoring system. The clinic is aware of the measurements and has been monitoring. Technical services (ts) reviewed stored device data and noted that pacing impedance measurements ranged from 600 ohms to greater than 3,000 ohms. Threshold measurements and shock impedance measurements were noted to be stable and no noise was noted. Ts discussed potential causes and troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in alerts in the remote home monitoring system. The clinic is aware of the measurements and has been monitoring. Technical services (ts) reviewed stored device data and noted that pacing impedance measurements ranged from 600 ohms to greater than 3,000 ohms. Threshold measurements and shock impedance measurements were noted to be stable and no noise was noted. Ts discussed potential causes and troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.